Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. This is a reusable OEM device; therefore, a lot history/serial review was not applicable. A serial/lot number was not provided for this device, therefore it is impossible to obtain a certificate of conformance. Device discarded.

Event description:
The hospital reported that post use of an endoscopic vein harvesting procedure, hemopro2 extension cable broke while being disconnected. No patient effects reported.